Event description:
Opened a reliant rem patient return electrode (bovie) pad for placement on patient. Prior to placement bubbles were noted through plastic covering and gel came freely away from grounding pad. Pad not used on patient.